Event description:
E was initially received via regulatory authority (FDA, reference number: mw5078993) on 20-aug-2018. This spontaneous case was reported by a regulatory authority and describes the occurrence of pelvic pain ("sever pain") and genital haemorrhage ("extremely heavy bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included ibuprofen (motrin), multivitamins and solpadeine (tylenol 1). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, 2 months 14 days after insertion of essure, the patient experienced abdominal distension ("bloated"), pain ("I suffered from pains that would radiate all over even when I was not on my cycle"), abdominal pain lower ("severe cramping"), menorrhagia ("bleeding during menstruation"), alopecia ("my hair has fallen out/ hair loss"), abnormal weight gain ("I have gained massive amount of weight"), pruritus ("I developed itchy skin"), migraine ("I never even in my life suffered from migraines until I had essure implanted in me"), vaginal discharge ("vaginal discharge") and dyspareunia ("painful intercourse"). On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required) and genital haemorrhage (seriousness criterion medically significant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal distension, pain, abdominal pain lower, menorrhagia, alopecia, abnormal weight gain, pruritus, migraine, vaginal discharge and dyspareunia outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, abnormal weight gain, alopecia, dyspareunia, genital haemorrhage, menorrhagia, migraine, pain, pelvic pain, pruritus and vaginal discharge to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5078993) on (B)(6) 2018. This spontaneous case was reported by a regulatory authority and describes the occurrence of pelvic pain ("sever pain") and genital haemorrhage ("extremely heavy bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included ibuprofen (motrin), multivitamins and solpadeine (tylenol 1). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, 2 months 14 days after insertion of essure, the patient experienced abdominal distension ("bloated"), pain ("I suffered from pains that would radiate all over even when I was not on my cycle"), abdominal pain lower ("severe cramping"), menorrhagia ("bleeding during menstruation"), alopecia ("my hair has fallen out/ hair loss"), abnormal weight gain ("I have gained massive amount of weight"), pruritus ("I developed itchy skin"), migraine ("I never even in my life suffered from migraines until I had essure implanted in me"), vaginal discharge ("vaginal discharge") and dyspareunia ("painful intercourse"). On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required) and genital haemorrhage (seriousness criterion medically significant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal distension, pain, abdominal pain lower, menorrhagia, alopecia, abnormal weight gain, pruritus, migraine, vaginal discharge and dyspareunia outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, abnormal weight gain, alopecia, dyspareunia, genital haemorrhage, menorrhagia, migraine, pain, pelvic pain, pruritus and vaginal discharge to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5078993) on 20-aug-2018. The most recent information was received on 09-sep-2019. This spontaneous case was reported by a regulatory authority and describes the occurrence of pelvic pain ('sever pain') and genital haemorrhage ('extremely heavy bleeding') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included ibuprofen (motrin). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced abdominal distension ("bloated"), pain ("I suffered from pains that would radiate all over even when I was not on my cycle"), abdominal pain lower ("severe cramping"), menorrhagia ("bleeding during menstruation"), alopecia ("my hair has fallen out/ hair loss"), abnormal weight gain ("I have gained massive amount of weight"), pruritus ("I developed itchy skin"), migraine ("I never even in my life suffered from migraines until I had essure implanted in me"), vaginal discharge ("vaginal discharge") and dyspareunia ("painful intercourse"), 2 months 14 days after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required) and genital haemorrhage (seriousness criterion medically significant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal distension, pain, abdominal pain lower, menorrhagia, alopecia, abnormal weight gain, pruritus, migraine, vaginal discharge and dyspareunia outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, abnormal weight gain, alopecia, dyspareunia, genital haemorrhage, menorrhagia, migraine, pain, pelvic pain, pruritus and vaginal discharge to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 9-sep-2019: quality-safety evaluation of ptc no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.